Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device inappropriately shut down. Complainant indicated that they obtained another battery and was able to continue treating the pt with this device. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow-up report when our investigation is completed.